Event description:
Patient admitted to ICU on eucc zoll monitor with transcutaneous pacing on. Eucc zoll monitor stayed with patient (unplugged) and eucc department took another zoll monitor from ICU. Writer was at bedside and zoll monitor alarmed indicating low battery. Cord attached and plugged in-monitor indicating that pack was plugged in. While transporting the patient down to cath lab for permanent pacemaker placement, the monitor turned off and screen went blank in elevator. The patient was being transported on bedside monitor and zoll monitor (in AED mode). Cardiologist interventionalist had viewed monitor and turned the transcutaneous pacing off and placed monitor in AED mode. Once arrived in spu department, switched to one of spu zoll monitors. Monitor charged in ICU department and after patient returned back to department, the monitor was able to regain charge and green x noted on monitor. Monitor returned to eucc.